Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) during dwell cycle. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated he was unaware of the event and the patient was doing fine with therapy as far as he knew. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause was undetermined.